Event description:
Procedure: gastrectomy. According to the reporter: during the case on the third firing, the middle of the staple line was malformed. The device felt stiff when squeezing the handle. Additional resection of tissue occurred and the staff used another device to complete the case.

Manufacturer narrative:
(B)(4).